Event description:
Pt contacted depuy to report problems with implants. On 06/01/2010, the reason for revision surgery was determined. Upon receipt of medical records on 06/03/2010, it was confirmed that depuy products were implanted in the right hip at the original surgery on (B)(6) 1996. Pt was revised on (B)(6) 2008 to address acetabular loosening and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.